Event description:
During esophageal variceal ligation (evl) the physician used a cook 6 shooter saeed multi-band ligator. At the completion of the banding the physician began withdrawing the endoscope and ligator barrel from the pt. When the endoscope reached the mid esophagus area, the ligator barrel detached from the endoscope. The ligator barrel was retrieved with forceps. The pt did not require any add'l procedures due to the occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(6). (B)(4). Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve months complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the info provided indicated the endoscope used with this ligator is an pentax (B)(4), which has an outer diameter of 9.0mm. This ligator is compatible with endoscopes that have an outer diameter of 9.5mm - 13mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. If the barrel is not advanced as far as it will go on to the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible on to the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. No further action warranted at this time because the info provided indicated the product was used with an incompatible endoscope. Customer quality assurance will continue to monitor for complaint trends.